Event description:
A (B)(6) male patient's daughter contacted zoll customer support to report the patient was experiencing alarms and the monitor was overheating. The patient received a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor alarm and overheating) was investigated. Upon investigation the monitor produced discharge profile, pulse current, and pulse voltage faults. The cause of the faults is currently being investigated. Upon completion of a root cause investigation a supplemental report will be sent. No adverse event resulted from the defective monitor. The patient received a replacement monitor.